Event description:
Patient reported right-side capsular contracture baker grade IV. Healthcare professional later confirmed. Healthcare professional later reported "palpable fold in breast". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d6a, d6b, g2, h6.

Event description:
Patient reported, right side capsular contracture, baker grade IV. Healthcare professional, later confirmed. Healthcare professional, additionally reported, "any creases" and "palpable fold in breast". Device has been explanted and replaced.

Event description:
Patient reported right-side capsular contracture baker grade IV. Healthcare professional later confirmed. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ crease folding of implant: observed ¿capsular contracture: unable to observe since it is not related to the device.

Event description:
Patient reported right-side capsular contracture baker grade IV. Healthcare professional later confirmed. Healthcare professional later reported "palpable fold in breast". Device was explanted.